Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement spine clamp shipped to site 05/13/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that a site's open spine clamp screw had become stripped. This was found while in sterile processing at the site. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Although a specific cause of the reported incident was unconfirmed as the part was not returned to the manufacturer, an investigation into returned parts with similar reported malfunctions was completed.